Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that patient had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer's father stated they received a box of sensors that is missing the cannulas. Customer explained that they tried 2 sensors that did not connect to the pump and upon removing them they both were missing the cannula. Customer was advised that we are replacing sensors.